Event description:
Since replacement of our monitors/defibrillators in (B)(6) 2020 with zoll x series monitors/defibrillators, there have been multiple reports of broken usb ports that has only been a problem since replacing our old zoll monitors/defibrillators. Three of the events were described in previous medsun report. We continue to have issues with broken usb ports and zoll has not come up with a solution to the usb connector issue. The cost for having zoll make the necessary repairs is quite expensive. One of our biomedical technicians has made a plastic bumper in an attempt to alleviate the usb connector breakage issue. Biomed has thus far installed the bumper on ten of the zoll x monitors that have been sent to biomed recently, and so far biomed has not received any of these ones back with an usb issue. A large quantity with a request to install them on all x series monitors.